Event description:
The patient had received a bone marrow transplant (2 antigen mismatch) from an unrelated donor on 21-aug-08 for the treatment of acute myelocytic leukemia in remission. Following the transplant procedure, receiving ecp treatments for the therapy of acute graft-versus-host disease commencing in 2008. The acute gvhd involved skin, intestinal tract and liver. Gastrointestinal hemorrhage and acute hepatic failure had also been observed. The patient had an initial two-treatment cycle for two days from the same day, followed by another cycle on six days later, and finally on the following month. Prior to that day treatment, the baseline inr was 1.19, the quick time was 60% and the hematocrit was 29% and the total platelet count was 24,000/cmm. The venous lactate rose to 9 mmol/1 during the ecp treatment. The patient received three units of packed platelets during the ecp procedure. However, the ecp treatment was successfully concluded. On the next day (lot #: w744), the ecp staff was aware of the patient's precarious medical condition and anticipated the possible need for fluid administration during the ecp procedure. The device was primed with 5,000 u of heparin in 500 ml of 0.9% saline solution. The anticoagulant used in the ecp treatment was 1:12 acd-a (no heparin). The venous lactate increased from 6.5 mmol/l prior to the ecp procedure to 8.2 mmol/l after the second ecp cycle. The baseline blood pressure and heart rate were 78/48 mm hg and 111/minute, respectively. At the beginning of the second cycle large clots could be detected in the photoactivation chamber. The clotting was unexpected, as the patient was believed to be a high bleeding risk. The estimated blood loss was approximately 170 ml, with the treatment volume of the first cycle being 168 ml. Two units of packed erythrocytes and 8 units of platelet concentrate were administered and the platelet count rose to 45,000/cmm from 24,000/cmm. After the ecp treatment was abandoned, the blood pressure was 76/40 mm hg and the heart rate was 113/minute. In order to stabilize blood pressure during the ecp treatment, the patient was given 700 ml of dextran solution with potassium supplementation during the entire ecp treatment. The patient died approximately two hours after abortion of the ecp treatment. No additional information is available. The cause of death was deemed by the treating physician not to be due to the ecp treatment or failure of the ecp treatment. The data key was returned and the information was the same as what was reported by the clinic. There was no indication of any device or instrument malfunction.